Event description:
This notification is being reviewed due to a device being returned to a third-party service center and during the visual inspection, the inspection found evidence of foam. There was no medical intervention reported. The device was not in patient use. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.